Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers were mis-pocketing-controlled substances. A field service engineer (fse) replaced the mini controllers for drawers 1-2 and 1-6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer mis pocketing for controlled substances. The drawers 1.6 (fentanyl) and 1.2 (hydromorphone) were opening to display all 12 sections instead of a single assigned section. However, there were no delay to patient care and adverse events or injuries reported based on this incident.